Event description:
It was reported that the device inappropriately delivered high voltage therapy while a magnet was placed over the device. The patient was on bypass, and when being removed from bypass, went into fibrillation and the device delivered a shock. The magnet was repositioned, and another shock was delivered. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported inappropriate therapy delivery and intermittent magnet detection was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported inappropriate therapy delivery and intermittent magnet detection could not be determined.

Event description:
New information received notes that the device was electively explanted upon reaching eri.